Manufacturer narrative:
(B)(4). Evaluation: results: (kink), (vessel morphology). Conclusion: (vessel morphology). The device was rec'd and the evaluation has been completed. The stent graft was still loaded in place. The handle was in the home position. The release/capture knob was engaged in lock position. There was a 3mm gap between taper tip and end of graft cover. The sheath od at the marker band measured 0.289in (22f) with a snap gauge. There was a kink on the sheath at 13.1cm from the distal edge of the graft cover. During evaluation, the stent graft deployed fine. The stent graft covered length measured 120mm. The gap complaint was confirmed; however, a root cause could not be determined. The positioning difficulties complaint is most likely related to vessel anatomy.

Event description:
A talent captivia stent graft system was implanted into a pt for the endovascular treatment of a penetrating aortic ulcer and pseudoaneurysm approx one month ago. Vessel morphology was reported as the access vessels were narrow at 6-6.3mm in diameter, straight, and calcified. It was reported upon removal of the device from the packaging, the physician noted that there was a gap of several millimeters between the graft cover and tip of the delivery system. The device was inserted into the pt, but was caught just distal to the aortic bifurcation and could not be advanced in the vessel. The gap did not cause any injury. The device was removed, and no kink was evident. The physician elected to use three devices from another manufacturer to complete the case. No clinical sequelae were reported, and the pt is fine.